Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for insufficient image brightness no device problem was found. The cause could not be determined. Universal cord cover fractured and broken in several places is caused by a component failure of the universal cord. Dented insertion tube light guide bundle is caused by a component failure of the 3rd party repair. Universal cord cover fractured and broken in several places is caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited insufficient image brightness, dented insertion tube light guide bundle, universal cord cover fractured and broken in several places and component failure of the third-party repair there was no patient involvement.